Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 286 mg/dl. The customer stated they had bolused for their blood glucose and was able to lower their blood glucose to 188 mg/dl. Customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the customer's tubing. It was also found the customer had a weak signal alert and bad battery alarm. The customer requested to have their insulin pump replaced as they did not recall receiving these alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube and lip and minor scratches on the display window.